Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the estimated remaining longevity decreased from 53% to 14% in approximately a one year and a half time period. A request was made to have data from this device analyzed but this task could not be performed since technical services (ts) indicated that there is no data available. The sales representative was made aware of this and at this time, there is no evidence that suggests data analysis has been performed. No adverse patient effects were reported. The device remains in service.